Event description:
The customer reported the unit turned off on a patient while on battery power. The unit will turn on now. The ventilator was providing therapy to the patient. No harm was reported. Biomed charged the battery overnight. The remote service engineer (rse) verified with the customer that the amber led was flashing while charging. Rse walked customer through checking the v60 event log. The log stated that the v60 had been switched to battery power while in use and had run on battery power for several hours before giving a battery low warning before shutdown. The customer verified that the battery voltage was at 16.5 volts as indicated in the diagnostics screen. The battery is fully charged. Rse instructed the customer how to perform battery test per the service manual before placing the ventilator back into service. Customer will run battery test. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The customer stated that they allowed the unit to run on battery for several hours and allowed the unit to charge overnight before returning to service. The root cause of the reported complaint was a depleted battery.